Event description:
On march 2, 2007, a clinical incident involving a super turbovac arthrowand was reported to arthrocare corp. Following a shoulder acromioplasty procedure, the pt was reported to have sustained a small burn on the posterior aspect of the right shoulder which subsequently enlarged and was described as blistered. The burn was treated with a dressing. It was reported the super turbovac wand used in the shoulder acromioplasty procedure was not connected to the hosp suction equipment, and the wand suction was not used during the procedure. The irrigation was left to free flow out of the suction line of the device.

Manufacturer narrative:
It was reported the super turbovac arthrowand used in the shoulder acromioplasty procedure was not connected to the hosp suction equipment, and the wand suction was not used during the procedure. The irrigation was left to free flow out of the suction line of the device. The super turbovac arthrowand is intended to be connected to the hosp standard suction equipment and failure to do so may result in thermal injury to the physician or pt. This info is contained in the instructions for use provided with the wand. User error was found to be the root cause of this adverse event.